Event description:
It was reported that (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip dropped from the jaw (could retreive from the pt). Opened another device to complete the case. There was no consequence to pt.